Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that immediately post implant of this annuloplasty band, this device was explanted. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Multiple requests for additional information have been made to the physician's practice regarding this patient, but the physician's practice has declined to provide additional information citing patient confidentiality. Additional information has also been requested from the hospital system, but no information has been received.

Event description:
Medtronic received additional information that the patient expired. The date of death was not provided. No cause of death and no device involvement was reported, nor was any allegation received that the product contributed to the patient¿s death.

Manufacturer narrative:
Analysis: the device was not returned for investigation. Multiple attempts to obtain additional information were made, but no new information was received. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device. In this case, medtronic received information that immediately post implant of this annuloplasty band in the mitral position, this device was explanted. No failure mechanism and no other adverse patient effects were reported. Medtronic received additional information that the patient expired. The date of death was not provided. No cause of death and no device involvement was reported, nor was any allegation received that the product contributed to the patient¿s death. Conclusion: based on the limited received information, the failure mode cannot be determined, no risk analysis review is required and no formal investigation is recommended. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.